Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective video cable in the interconnect cable. The interconnect cable was replaced. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy system had the image on the live monitor go dark during a procedure.